Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their automated impella controller (aic) had the left ventricle waveform disabled. Pump was functioning appropriately with no observed issues. Flows remained stable. No performance concerns related to pump function noted at the time.

Manufacturer narrative:
Corrected information has been provided in e4 a reporter also sent report to FDA. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause is unknown because the console was not returned for investigation and the data logs are unavailable for review.

Manufacturer narrative:
H4: added device manufacturer date.